Event description:
Nursing staff identified three newly opened deltran arterial transducers which were broken. None of the three identified had been used on a patient. These three broken devices were returned to the manufacturer. Manufacturer response for pediatric arterial blood collection kit, deltran plus neonatal/pediatric arterial blood collection kit (per site reporter). Initially, manufacturer's rep response was to replace only the 3 broken devices, not the entire lot. This was resolved with the manufacturer.